Event description:
During a frontal sinusotomy, a piece of the bur broke off. The surgeon recovered the piece easily from the sinus, the patient is ok.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter, despite multiple attempts to obtain the required information. This product was being used for treatment, not diagnosis. The patient is in good condition. No additional follow up care was required as a result of this event. No patient injury was indicated. The evaluation of the device in question showed all portions of the bur were received. Visual inspection of the separated diamond tip showed heavy buildup of biological material that would have prevented efficient cutting, and would have required increased pressure to be applied to the bur. The spiral wrap hyper extended as a result of the increased pressure, pulling the tip out of the outer cannula support area, and causing the breakage to the inner cannula. The portion of the tip that broke off was 12mm in length. IFU statements include but are not limited to: excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient.